Event description:
The complaint was reported as: the customer alleges that the device is not steaming properly. No report of a pt injury or delay in treatment.

Manufacturer narrative:
The device sample was not returned for eval at the time of this report.